Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Remove MDR code 120.